Event description:
A malfunction alarm was reported with the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. Although the malfunction code was resettable, the issue recurred after resetting, so the customer received assistance with resetting the pump and was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address for a replacement and instructed the caller on pump storage mode and returning the pump using a prepaid label within 10 days.